Event description:
Additional information received reported that the patient had an appointment with a manufacturing representative on (B)(6). Coverage was good since the appointment.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead (B)(4).

Event description:
It was reported that the patient had a doppler ultra sound on the friday prior to report. The patient reported that before the ultra sound one of his devices had a ½ charge and after the ultra sound it was completely discharged. The patient reported that it was the implant for his low back and rib cage. The patient reported that he was able to get the device to charge. Later it was reported that the patient still had concerns regarding their device or therapy but they were working with their doctor or manufacturing representative. The patient had an appointment on 2014 (B)(6).